Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.

Event description:
Pt enrolled into the create pas trial. After a carotid stent procedure, a tia reported. The pt had left lower extremity weakness. The pt has known peripheral vascular disease. The angio of the lfa showed no flow around the sheath. Brain CT, cerebral angio negative. Pt recovered without sequelae. Please ref MDR 2183870-2010-00181 for the spiderfx used in this procedure.